Event description:
The customer reported that the act diff instrument intermittently recovered high mcv (mean cell volume) and rdw (red cell distribution width) results. The test results were accompanied by flags for "h" due to results being above the high pt sample limit. The customer provided test results from 5 pt samples tested on (B)(6) 2010. The samples were not retested. There were no comparative test results provided. The erroneous test results were reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 2 of 2. See MDR #1061932-2010-00191 for day 1 of 2. Qc materials were run before and after the event and recovered within expected limits. A field svc engineer visited the site on (B)(4) 2010, to access the instrument. He adjusted the mcv (mean cell volume). The customer reported that the mcv issue was resolved after servicing of the instrument. The root cause is unk but may be related to instrument svc.